Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "insert and head removed due to wear and patient complaint hip pain. Insert and head replaced."